Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which was implanted in 2003, displayed a long charge time with a middle of life battery status. An automatic capacitor reform was completed and the device displayed elective replacement indicator (eri). The device was explanted and replaced.